Manufacturer narrative:
Pump received with blank display. Unable to verify failed batt test alarm or perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Swapped out the test case and powered up successfully. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: missing serial number label, cracked battery tube threads, scratched case and minor scratched lcd window. Blank display was observed during analysis and was isolated to the pump case. Failed batt test alarm was unknown. Cosmetic damage found on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm thrice. The customer changed the battery but the issue did not resolve. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.